Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had poor image quality. Inspection and testing of the returned device found the objective lens adhesive was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image had linear scratches due to damage on the charged coupled device unit, the adhesive around the objective lens was peeled, the adhesive on the bending section rubber was chipped, and the bending section rubber was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed objective lens adhesion peeling could not be determined, however, the issue was likely the result of use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of the entire endoscope¿ ¿6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens.¿. Olympus will continue to monitor field performance for this device.